Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.5. Describe event or problem: it was reported that while using bd microtainer® map k2edta 1.0 mg, there was clotting of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "we have since gotten a new batch of bottles and whilst we had initial success in the bloods being successfully analysed we are now finding again that they are clotting or the sample is being deemed insufficient despite being to the line. I am beginning to suspect that this is an issue with our labs rather than the bottles!" Investigation summary: bd had not received samples or photos for evaluation. Therefore, 50 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. Complaints for sample quality were not under statistical control for the month of september 2023, therefore additional clinical testing was required. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd microtainer® map k2edta 1.0 mg, there was clotting of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "we have since gotten a new batch of bottles and whilst we had initial success in the bloods being successfully analysed we are now finding again that they are clotting or the sample is being deemed insufficient despite being to the line. I am beginning to suspect that this is an issue with our labs rather than the bottles!"

Event description:
It was reported that while using bd microtainer® map k2edta 1.0 mg, there was clotting and underfill of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "we have since gotten a new batch of bottles and whilst we had initial success in the bloods being successfully analysed we are now finding again that they are clotting or the sample is being deemed insufficient despite being to the line. I am beginning to suspect that this is an issue with our labs rather than the bottles!".

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device lot #: unknown . D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.